Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician attempted to advance the 2.25x8mm taxus liberte atom stent to the distal portion of the right coronary artery (rca) and was unable to advance. The physician removed the device, dilated the lesion and went back in but still could not advance. Exchanged the non-bsc guide catheter for another non-bsc guide catheter. Before reinsertion into the pt's body. It was noticed that the stent was not on the balloon. The stent could not be found. "Performed cine from head to toe and still could not locate it." It is unsure if the stent dislodged inside or outside the pt's body. No pt symptoms were noted. The physician ballooned the lesion one more time and ended the case. Pt condition listed as "stable."

Manufacturer narrative:
Pt: 18 years or older. (B)(4).